Event description:
It was reported to philips that the system gave an alert indicating x-rays were not possible, impacting imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned, non-emergency treatment, which was completed after moving the patient to another room. The philips field service engineer (fse) visited on-site and confirmed that an x-ray was not possible. Upon troubleshooting, the fse found that the fdsib was not working. To resolve the issue, the fse reinstalled the fdsib, and the system is now working fine. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.